Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported pump keeps turning off, which was confirmed and reproduced while running a loaded set. Evaluation found a seized motor to be the cause of the failure. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no patient involvement.